Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, there were malformed staples. The whole staple line was delivered, but a 5cm part was not correctly closed. The surgeon could complete the staple line with manual sutures. There were no adverse consequences for the patient.